Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable would not connect properly to the hemopro tool. It was observed that one of the pins at the connection site was damaged. The hemopro device began smoking after an attempt was made to attach the two connectors and activate the device outside of the pt's leg. The hospital was unsure if the issue was with the cable or the tool. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to 2242352-2013-01448 for the related report.

Manufacturer narrative:
The dc extension cable was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. The extension cable was viewed under a microscope; there were signs of usage but no physical damage to the pins was observed. Pre-cautery testing was performed on the device with a reference power supply and hemopro tool, and with the returned hemopro tool; the device passed the pre-cautery testing as the tool produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).